Manufacturer narrative:
This is the second of two products involved with this adverse event, which is associated with mfg report # 9610978-2006-00553 and 9610978-2006-00554. A patient of unknown age, gender and medical history expired four and a half years post cypher stent implantations. The reason for the patient's initial admission to hospital was not reported; but an angiogram revealed a lesion in the proximal lad/ diagonal. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. The lesion was located in a bifurcation. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. No other vessel and/or lesion characteristics were provided. It is not known if the lesion was pre-dilated prior to the placement of two cypher stents; a 3.00 x 18mm and a 2.50 x 18mm. It is not known if the stents were placed in an overlapping fashion or at what pressures they were deployed. The post procedural administration of asa or plavix was not reported. Three years after the index procedure, the patient was known to have an lvef of 20%. He was also diagnosed with a neoplasm and was treated with an unknown regimen of chemotherapy. No further information regarding this event is forthcoming. Four years after the index procedure, the patient experienced unstable angina. This event was treated medically with success. No further information regarding this event is forthcoming. Four and half years after the index procedure, the patient experienced a cardiac arrest and expired despite the efforts to resuscitate him. No autopsy was performed. The products remain implanted in the patient and are thus not available for evaluation. Angina is a known symptom of coronary disease and may have been related to the progression of the patient's known condition. Without more information and the definitive findings of an autopsy or of a recent angiogram, it is not possible to draw a conclusion about a clinical relationship between the devices and these events. However, there are patient and vessel factors that may have contributed to them. Please note that this device (a616919 / lot s0601971) is distributed outside the united states; however, it is similar to the united states distributed product (cxs18300).

Event description:
The following information was received from the study: the patient was diagnosed with pulmonary neoplasm in 2004. Three years and ten months post stent implantation the patient experienced angina with moderate severity. The angina was classified to be class iib. The patient was administered carvasin (5mg daily) for two months. Nine months later the patient experienced cardiac arrest. Reanimation was performed, but the patient died. No autopsy was performed. The patient was on chemotherapy treatments during 2006. In 2001 the patient was admitted into the hospital where angiography revealed vessel disease. The target sites were the proximal left anterior descending and the 1st diagonal. There was 90% stenosis with moderate to heavy calcification. The lesion was 16mm in length and had a reference diameter of 3mm. The target lesion was pre-treated with a cutting balloon and balloon angioplasty was performed with a 2mm maverick balloon at 12atm. Post-treatment stenosis was 60%. The cypher stents (2.5 x 18mm and a 3.0 x 18mm) were placed in an overlapping fashion and were deployed to 18atm. The lesion was post dilated with a 3mm balloon at 14atm. Post-stent implantation stenosis was 0%. The patient was discharged the following day on aspirin (100mg) and plavix (75mg).